Event description:
An investigation report from an implant retrieval center was received and reported that during examination, the rod exerted no force during testing. Additionally, the internal components were seized within the outer casing. No additional information is available.

Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(6) lab. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.